Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high" on the pump; cause was unknown. Bg was addressed via a correction bolus. System check with tandem technical support confirmed the pump was functioning as intended. The customer was instructed to consult with healthcare provider regarding bg level.